Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon review, episodes of inappropriate automatic mode switch caused by atrial lead noise oversensing were observed. No intervention was performed at this time. The patient would continue to be monitored remotely. There were no patient consequences.